Event description:
Per the clinic, the patient experienced haematoma at the implant site subsequent to sustaining a head trauma. Then, the patient developed an infection, wound breakdown, soft tissue breakdown and necrosis at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The patient also underwent a haematoma aspiration in (B)(6) 2024 under local anaesthetic (specific date not reported), skin debridement and revision (date not reported) and wound irrigation (date not reported) to have the site cleaned; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.